Event description:
It was reported that during a laparoscopic gastric bypass procedure, in the end of the operation they saw a small plastic piece (tissue pad) came loose from the instrument. It took a while to catch it and take it out from the patient. They also noticed there was more smoke during this operation comparing to other operations they have done before. There was no error code on the generator. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.